Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheter is confirmed and was determined to be due to stylet damage. One 4 fr groshong nxt clearvue catheter attached to the two-piece proximal connector was returned for evaluation. Functional testing using water in 12 ml syringe revealed a small hole just proximal to the 29 cm depth marker during pressurization of the device. Microscopic observation revealed the hole to be longitudinally aligned, and the markings surrounding the hole have a c-shape. The catheter was cut open to look at the inside of the catheter, and it exhibited longitudinally aligned scoring marks. Due to the markings on the inside of the catheter, and the size of the hole, stylet damage was determined to be the likely cause of the incident. Stylet damage can occur during insertion if the stylet rubs against the wall of the catheter as force is applied to the outside of the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted via the basilic vein on (B)(6) 2022. The catheter was secured by drawing a gentle j-loop from the insertion site and raising it to near the patient's shoulder. Due to the patient¿s vasculature condition and pacemaker, the tip of the catheter was deliberately implanted shallowly. The catheter insertion site was near the 21 cm depth marking. On (B)(6) 2022, leakage occurred near the 29 cm depth marking on the catheter part which was outside of the patient¿s body. A crack was found on the catheter part which was outside of the patient¿s body that was straight into the statlock. To confirm the crack, the 24 cm depth marking portion of the catheter was grasped with a pair. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0004 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted via the basilic vein on (B)(6) 2022. The catheter was secured by drawing a gentle j-loop from the insertion site and raising it to near the patient's shoulder. Due to the patient¿s vasculature condition and pacemaker, the tip of the catheter was deliberately implanted shallowly. The catheter insertion site was near the 21 cm depth marking. On (B)(6) 2022, leakage occurred near the 29 cm depth marking on the catheter part which was outside of the patient¿s body. A crack was found on the catheter part which was outside of the patient¿s body that was straight into the statlock. To confirm the crack, the 24 cm depth marking portion of the catheter was grasped with a pair. There was no reported patient injury.